Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product and later added "rupture". The device has been explanted and replaced.